Manufacturer narrative:
It was reported by the customer that crack where line connects to hub on primary line. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10016073 lot number 24093243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.

Event description:
It was reported that bd alaris secondary set was damaged the following information was received by the initial reporter with the following verbatim. Verbatim: received chemotherapy drug from pharmacy attached same to primary line on pump. When second checker did independent double check and checked line tightening noticed crack where line connects to hub on primary line.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed